Event description:
While performing onsite annual preventative maintenance on the device, a philips field service engineer (fse) discovered that the device displayed a shock equipment malfunction after the unit would intermittently fail to deliver a shock during defibrillator discharge testing. There was no reported patient involvement/adverse patient impact.